Event description:
Outbound. Patient's mother reporting since changing from brand to treprostinil subcutaneous, she is having problems with the pump alarming syringe empty when there is still 0.2-0.3 mls left, lot number 210720 these are the generic syringes for the cadd ms3. No further details provided.